Manufacturer narrative:
(B)(4). Device manufacture date: october 8, 2015- october 9, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed white drug precipitate in the reservoir of the device. Functional flow testing revealed no flow at the distal luer. The reported condition was verified. Microscopic examination revealed the direct cause of the flow problem was due to drug precipitate blocking the fluid path within the glass capillary of the flow restrictor. However, because the flow problem was directly due to the drug precipitate, the device was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor experienced a no flow event during infusion. The pump was filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.